Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that the patient's pacemaker battery had depleted. Premature battery depletion was suspected. The device was explanted and replaced. Patient was stable post procedure.